Manufacturer narrative:
Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available.

Event description:
The biomedical engineer reported that the admit, discharge, transfer, and change device buttons are all greyed out, and all review historical data is missing on the central nurse's station (cns). The device alarms for the real time monitoring as it is supposed to. There are live waveforms going across the screen. All the beds are locally filed. After performing a restart the data comes back, and all the functions work normally. The cns still saves review data while the device is having the issue. Nihon kohden tech service confirmed by checking the review data after the restart and for the times the issue was occurring. When you go to network information, the host table is blank. During all this the live waveforms still come across. The users do not know the issue happens until they try to use some of the features mentioned. No patient harm was reported.

Manufacturer narrative:
Details of complaint: the biomedical engineer reported that the admit, discharge, transfer, and change device buttons were all greyed out, and all historical review data was missing on the central nurse's station (cns). The device was alarming for real time monitoring as it should, and live waveforms were seen on the display screen. The device was sent in for evaluation. No patient harm or injury was reported. Investigation summary: nihon kohden repair center (nk rc) was unable to duplicate the reported issues or determine a definitive root cause of the reported issues, based on the evaluation of the device. However, based on the available information, it is possible that the issue was due to a user related error, or a network facility environmental or software issue, which can lead to the reported issue. Although we were unable to determine a definitive root cause of the issue, we have identified some potential causes of the issues where the cns device experienced multiple issues, (including app advisory error message issues, the system locking up, unable to print or perform admit or discharge, and full disclosure issues, and selections for functions being grayed out. Potential causes of the cns device experiencing multiple issues, (including the system locking up, unable to print or perform admit or discharge, and full disclosure issues, and selections for functions being grayed out) are typically due to, but are not limited to, user related setup error issues and/or software / network / connectivity / environmental / it issues, or damage to the device or its components.

Event description:
The biomedical engineer reported that the admit, discharge, transfer, and change device buttons were all greyed out, and all historical review data was missing on the central nurse's station (cns). No patient harm was reported.